Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient caught an infection in the peritoneum and was in the hospital for a few days. Upon follow-up, the patient¿s pd nurse stated the patient was hospitalized for an unspecified issue, unrelated to dialysis. It was reported that during this hospitalization the patient was receiving pd therapy on an unknown cycler. The nurse stated that the patient acquired peritonitis while hospitalized and was treated with unknown antibiotics. Subsequently, on an unknown date in (B)(6) 2021 the patient was discharged. No further information about the hospitalization course was available. The nurse confirmed the patient did not have any adverse effects due to use of any fresenius device, or product. Per the nurse, the peritonitis event was attributed to a breach in aseptic technique during the hospitalization. Additionally, it was reported that after this hospitalization the patient transitioned to hemodialysis (hd) for a few weeks, per patient request for respite from doing pd at home.

Manufacturer narrative:
Clinical investigation: a temporal relationship cannot be firmly established between the pd therapy with a fresenius cycler/fresenius products and the patient¿s peritonitis event. Moreover, there is no allegation nor any objective evidence that a malfunction or deficiency with fresenius products was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. A breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd nurse stated the patient acquired peritonitis while hospitalized for an unrelated dialysis issue. Based on the reported information, the peritonitis may have been associated with a breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient caught an infection in the peritoneum and was in the hospital for a few days. Upon follow-up, the patient¿s pd nurse stated the patient was hospitalized for an unspecified issue, unrelated to dialysis. It was reported that during this hospitalization the patient was receiving pd therapy on an unknown cycler. The nurse stated that the patient acquired peritonitis while hospitalized and was treated with unknown antibiotics. Subsequently, on an unknown date in (B)(6) 2021 the patient was discharged. No further information about the hospitalization course was available. The nurse confirmed the patient did not have any adverse effects due to use of any fresenius device, or product. Per the nurse, the peritonitis event was attributed to a breach in aseptic technique during the hospitalization. Additionally, it was reported that after this hospitalization the patient transitioned to hemodialysis (hd) for a few weeks, per patient request for respite from doing pd at home.